Event description:
Child accidentally cut left 4th finger approx 1/2 inch, had 2 sutures to close wound, and tube gauze bandage. Tube gauze caused constriction at base of finger; mother did not remove it despite boy's complaint of pain, until two days later. Child had marked swelling and venous stasis, and has permanent disability in that finger.